Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The replacement was physician¿s preference and because charging was a nuisance to the patient. The device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.